Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving lioresal (baclofen) (2250 mcg/ml at 100 mcg) via an implantable pump for intractable spasticity. It was reported that during a pump replacement, the physician could not aspirate. The pump section of the catheter and the pump were replaced and a dye study was completed. The contrast collected on the side, so it was not delivering the medication. A new catheter was implanted and the issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date 2013-02-09; explant date 2026-05-14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.